Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a low heart rate alarm was delayed before being displayed on the info center, and the intellivue x2 multi-measurement module was isolated as the source of the reported issue.